Manufacturer narrative:
During quality investigation, the customer's complaint was not duplicated. Further investigation revealed, corrosion damage to the rotor, preload bearings and other component parts were noted. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker core micro drill sent in for eval because, it was overheating during a procedure. No adverse consequence was reported, the procedure was completed with another device w/o any procedure delay.